Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was removed from service. During a routine replacement procedure the physician put too much traction on the sensing portion of the lead, which resulted in a break. A new rate sensing lead was implanted.